Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: customer receive device with error 133.6090 at power up. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receive device with error 133.6090 at power up. Informed customer as to type of error 133.6090 is related to. Identified problem fault associated to the main speaker. Suggested customer to interchange the serial input/output board assembly. Customer is to repair/replace the sio board assembly. They will call back, if any further assistance is needed.